Event description:
It is reported that the device was implanted in 2002, and revised in 2009 due to wear.

Manufacturer narrative:
The device was in vivo for approximately 4 years and 2 months. No product was returned for evaluation. Also, no x-rays were returned for review. The patient's height, weight, age, activity level, and build are unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that he product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.